Event description:
It was reported that the doctor had a difficult time deploying the vena cava filter. The arms deployed and the legs were stuck in the spline, but the doctor was eventually able to deploy the filter. The legs of the filter were stuck together and the filter started to migrate towards the heart. The filter was removed with the recovery system and no injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. Received for evaluation was one g2 filter system with the pusher wire outside of the y-body and the storage tube. The y-body and storage tube were connected. There was a clear connector with a blue switch attached to the y-body that is not part of the g2 filter system. The delivery sheath was received with the dilator inside. The filter was also received. Upon initial inspection of the returned sample, it appeared that the pusherwire was clean and intact. The storage tube and the y-body had no defects and were intact. The sheath was evaluated and it appeared that there was a puncture mark on the sheath, created from the inside out and there were groove marks. The dilator was pulled out of the sheath without difficulty. Heat was applied to the filter and the filter took shape. All arms and legs were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for difficult to deploy; the root cause is unk. Precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU information for use) states the following: delivery of g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.